Event description:
A patient presented on (B)(6) 2019 for treatment of a lesion in an unspecified vessel. During attempt to treat the lesion with a 2.50 x 8mm cobra pzf¿ nanocoated coronary stent system, the stent dislodged. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
H2 additional information: - h6 coding revised. The cobra pzf device was requested, but is not returning as it was discarded by the site. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. Though unable to be confirmed, potential causes of stent dislodgement may be attributed to (but not limited to) challenging vessel morphology, excessive force applied during advancement, re-insertion of the same device into vessel, and / or interaction with other devices in the vessel, such as previously implanted stents or guiding or supportive catheters. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
The cobra pzf device was requested, but is not returning as it was discarded by the site. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. Investigation is not yet complete. A follow-up report with additional relevant information will be submitted.

Event description:
A patient presented on (B)(6) 2019 for treatment of a lesion in an unspecified vessel. During attempt to treat the lesion with a 2.50 x 8mm cobra pzf nanocoated coronary stent system, the stent dislodged. There were no reported adverse patient effects. Though requested, no additional information was provided.